Event description:
It was reported that during set up for a procedure, the core console was causing the handpiece to run without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during set up for a procedure, the core console was causing the handpiece to run without user activation. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not duplicated and no other failures were found during the device evaluation. Routine maintenance was performed on the device and it was returned to the user facility.